Event description:
Baxter reports leakage from the connection of the pt adapter of the uv transfer set and a baxter titanium adapter. The pt went to the hosp and was admitted for peritonitis. Antibiotics were prescribed. No additional info regarding this event is available at this time.